Manufacturer narrative:
Evaluation summary - based on information available, cause of problem could not be determined. Results/conclusions - surface exhibits minimal wear on condyles. Underside exhibits extensive deformation, predominantly on one side. Edge of dovetail feature exhibits deformation. Minimal dimensional analysis could be performed due to damage. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was implanted in 2005, and revised two days later, due to the articular surface becoming dislodged from the tibia tray.